Event description:
An ambulance crew responded to a call and as part of the assessment of the patient, the paramedic learned the patient was diabetic (but not being treated for a diabetic issue). The paramedic reported that he/she opened the blood glucose monitor by taking off the green zip tie. Next, the paramedic put the test strip in the monitor and heard a long "beep" with a blank screen and the monitor would not turn on. The paramedic tried multiple times to turn on the monitor to no avail. The monitor only sounded with a long "beep." The paramedic removed the battery from the monitor and replaced it with a new battery and there was no change. There was not a back-up blood glucose monitor on the ambulance. The patient did not experience any ill effects or delayed care related to inability to check his/her blood glucose levels. In follow up, the monitor was taken out of service and plans were to send the meter back to the manufacturer.